Event description:
It was reported "the (surgical) case was delayed; the oscillating pin wasn't properly seated and the pin was not secure." Additional information was received. The customer reported the patient received anesthesia prior to the delay in surgery related to this malfunction. The surgery delay time was not reported. A spare device was not available. The surgery was completed with this dermatome. There was no patient injury or adverse consequence reported. Additional information was requested by integra.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.